Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The system was implanted less than two months ago. A chest xray was done confirming the electrode was in a good place. Office testing found noise in the primary and alternate vectors. The sensing vector has now been reprogrammed to the secondary position. There were no additional adverse patient effects. The system remains implanted.